Manufacturer narrative:
(B)(4). Reported event of "stent kinked." A visual evaluation of the returned device found that the stent was kinked in several locations. The push catheter was buckled and torn for 2cm from the handle. The pull wire was displaced out of push catheter in the area where the push catheter was torn. Guide catheter was kinked in several locations. A functional evaluation for stent deployment found that the device failed to deploy the stent. As the pull wire was retracted, the push catheter was creasing at the location of push catheter tear. Based on the product analysis, most likely some procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the device. Bound by kinks and bends the device would become unable to deploy stent. Therefore, 'operational context' is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A lot history search was performed and found one other complaint against lot number 18224948 for a similar issue from a different customer.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary double pigtail stent was used in the bile duct during a biliary stent implantation procedure performed on (B)(6) 2016. According to the complainant, during procedure, the guidewire was inserted into the bile duct. The delivery system was then inserted via the guidewire and into the bile duct to deploy the advanix¿ biliary double pigtail stent. However, there was difficulty withdrawing the guide catheter. Upon further attempts to pull the guide catheter, it was noted that the proximal portion of the stent became 'shortened or accordioned'. The procedure was completed with another advanix¿ biliary double pigtail stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." This event was deemed reportable based on additional information received on august 16, 2016 stating that the stent had 'accordioned'. Investigation results confirmed the reported issue.